Manufacturer narrative:
The insulin pump had a corroded battery tube and a broken battery cap. The device passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to a force sensor resistor damaged by moisture. The motor was tested outside the device and passed. The device had cracked case at the lcd window corners and cracked battery tube threads. The device had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.